Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 3354259 and other expiration date includes 2028-11-30. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2024-01-05.

Event description:
Material #: 309628. Batch#: 3354259 ,3261626. It was reported that the bd luer-lok barrel cracked. The following information was provided by the initial reporter: verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. Please be advise customer is having issues with the syringes cracking. 309628 - syringe, ll. 1cc (100/bx). Lot#'s. 3354259. 3261626. 309628.

Manufacturer narrative:
(B)(4)- supplemental MDR. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.